Event description:
It was reported to philips that the system was unable to trigger x-rays, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.